Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-00507, 2017865-2020-00508 it was reported through a research article the tendril pacing leads (models 1688, 1888, and 2088) exhibited high rates of malfunction. These malfunctions include oversensing high-frequency artifacts, low and high out-of-range impedance, and pacing/sensing failure. In the study, one third of the leads with high-frequency artifacts were revised or deactivated. The high-frequency on right ventricular leads resulted in syncope in 5 patients owing to loss of ventricular pacing and inappropriate shocks in 1 patient who had a tendril lead connected to a defibrillator as the pace-sense component. All these leads underwent lead revision. Returned product analysis of extracted leads with high-frequency artifact also noted lead fracture, lead abrasion, clavicular crash, and suture damage. Clavicular crush seemed to be more common in non-optim tendril leads (model 1688). The researchers concluded that a vulnerability of optim insulation in some tendril leads (models 1888 and 2088) may partially explain the high rate of malfunction. The researchers also concluded that the optim-insulated tendril leads had a greater incidence of hfas compared to non-optim tendril leads.